Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through product and medical record analyses. Visual examination of the returned product identified signs of use and wear and tear. There are scratches and gouges across the entire surface of the shoehorn. The distal end of the shoehorn has fractured and was not returned with the device. Measured the proximal end of the shoehorn and it is conforming to the print. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no retained broken metal instrument fragment is identified on single ap spot digital fluoroscopic image of the shoulder. Assessment for retained metal fragment is limited lack of a second orthogonal view, since the metal humeral broach and metal glenoid components could obscure a metal fragment lying anterior or posterior to these metal components. The shoehorn is made of radel and may not be identifiable in an x-ray due to the material composition. The root cause of the reported issue is attributed to user error. The instructions for use states "surgical instruments should only be used for their intended purpose." Per surgical technique the shoehorn is indicated for use only for reduction of the joint after implantation of trials and definitive implants. However, it was indicated that the shoehorn fractured while it was in the joint space during impaction of the glenosphere. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that, while trying to impact the glenosphere into the mini baseplate, the tip of the shoehorn snapped while in the patient. After exploring, using pulse lavage fluids to clear the joint and using fleuroscopy, the surgeon could not recover the broken instrument. The patient underwent an additional 40 minutes of anesthetic to look for the fragment. No contributing conditions related to the event reported. The instrument had been used on surgeries prior to this event.

Manufacturer narrative:
(B)(4). H6: proposed annex g code - retractor. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.